Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked {pasv & hybrid}". No adverse trend was indicated. The complaint of a cracked hub was confirmed through a photograph which was provided. The likely root cause for the cracked hub is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contains caution that "repeated overtightening may reduce hub connector life", and not to use hemostats to "secure or remove devices with luer lock hub connections". Recommended flushing techniques are also stated in the dfu. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(6), PICC placed on (B)(6) 2018 was located in the lower third svc. The patient was receiving chemotherapy as an outpatient. The PICC line was being cared for "in the community" and a vygon bio-connector was used to cover the end of the PICC. On (B)(6) 2019 the IV team reported the line as leaking when flushed and on inspection, a hairline crack was seen in the luer connector. The PICC was removed and replaced. No patient injury or complications were reported.